Event description:
It was reported that the customer experienced a scratched and unresponsive touchscreen, along with a stiff wake button. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support at this time, and no further information regarding the outcome of the event was obtained.